Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that there was a loss of stimulation, the patient was not feeling stimulation even after increasing and there were impedances that were >10000 with some >40000. The rep tested the ins at 3v and contacts 1-6 showed all combos >40000 and contacts 7-15 were normal. The rep said they did not have access to historical impedances and no x-ray was done at this point. The rep would try to program around the bad contacts to get therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that no cause was determined. It was reported from the rep that the patient stated he had epidural injections in the thoracic spine in the weeks prior to (B)(6) 2018. No correlation established between the two events. It was reported that reprogramming took place on (B)(6) 2018. Rep reprogrammed around contacts 1-6. Issues were reported to be resolved, however, contacts 1-6 are not usable.

Manufacturer narrative:
Patient's weight was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the disconnection of one of the patient¿s leads from the implantable neurostimulator was not known by the manufacturer representative. The manufacturer representative was not aware of one of the leads being disconnected; therefore, actions taken to try and resolve this issue were unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that one of the patient¿s lead was disconnected from the ins and as a result the patient hadn¿t used their spinal cord stimulator (scs) for six months. Thus the patient¿s device maybe in overdischarge as well. The event of the disconnected lead and overdischarge status was reported to have occurred in 2018. No further complications were reported/anticipated.